Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. - trigger partially engaged. - returned with three loose properly formed staples. - staples appear aligned. - engaged trigger, first staple formed and released. - second staple unable to release. - anvil appears to be preventing staples from releasing .- 6 staples remaining. - send to tecate. ---------------------------- the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample only contained 5 staples, and 3 staples came in a closed bag; so, it follows that the stapler was used in the patient, since he returned with a minimum of staples. Functional inspection was performed by the clip was fired 1 time, it formed and then stuck, not release, however when the stapler was supported on a surface the clip was released. The anvil was checked and apparently it was moved in the stapler, it was accommodated and when the device was fired the clip was released and formed correctly. Due to the few staples received, the anvil was changed to a sample stapler to evaluate its operation, since it was visually in good condition. The stapler sample shot correctly on 3 occasions, both tool form and the anvil were returned to the original stapler and the device performed correctly on all occasions. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Because the sample was received with the majority of the staples fired, and during the tests the correct operation was verified, it is concluded that the stapler could see been beaten or manipulated in a certain way which caused the anvil to stop the staple, however to the conditions of the sample and that the only jammed clip was released with the contact on the surface, this complaint is not confirmed.

Event description:
It was reported that a staple got stuck in the device when trying to use on a patient during a surgical operation. Therefore, a new unit was used instead. No staple fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a staple got stuck in the device when trying to use on a patient during a surgical operation. Therefore, a new unit was used instead. No staple fell/remained in the patient.